Event description:
According to the customer, and elevated accu tni result of 6.20 ng/ml was generated by an access 2 instrument. The erroneous result was reported out of the lab. The sample was retested the following morning for accu tni and the result was 0.10 ng/ml. The lab released a corrected result. The customer indicates that they have not received any reports of injury requiring medical intervention or change to pt treatment attributed to this event.